Manufacturer narrative:
Corrected information: the customer reported three (3) occasions wherein the device broke. H10: three (3) devices were received for evaluation. During visual examination, the tubing of sample #1 was observed cracked inside the winged female luer adapter. Sample #2 and sample #3 were observed separated from the tubing to the male luer. The insertion level of the affected bonds was measured and all of them met the minimum insertion level of 5/16¿ requirement per specification. All three samples underwent pressure and clear passage testing and no leaks or blockages were seen on the other joints. A pull test (5 pounds as per specification) on the integrated joints and no defects were found. Leak/crack/broken was verified on sample #1 and leak/separated was verified on samples #2 and #3. The cause of sample #1¿s condition could not be determined. The cause of sample #2 and sample #3 condition was most probably due to the handling method during 100% leak/blockage testing; however, the direct cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of one-link non-dehp y-type microbore catheter extension sets broke. The event was further described as ¿the bifuse has broken from where it connects into the luer lock¿. The device was ¿luered into a prn adapter¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.